Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Two devices were evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. One device could not be located by the user facility for evaluation/repair. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the safety was was stuck/inoperable. There was no patient involvement.